Event description:
The customer has observed poor reproducibility on four patient samples when using the immulite 2000 testosterone assay. The four samples were run on an immulite 2000 instrument multiple times on different runs. The customer also observed poor reproducibility of the three quality control samples on the immulite 2000 instrument. There are no known reports of patient intervention or adverse health consequences due to the poor reproducibility on the four patient samples using the testosterone assay.

Manufacturer narrative:
The customer contacted siemens technical solutions center (tsc). During troubleshooting the tsc specialist discovered that other assays run on the same immulite 2000 instrument resulted within acceptable ranges and were reproducible. The tsc specialist did not find an instrument malfunction. The cause of the poor reproducibility of the four patient samples for the testosterone assay on the immulite 2000 instrument is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.